Event description:
It was reported that the patient presented in the emergency room exhibiting fibrillation and asytole with no pacer support. The patient had been shocked by an external defibrillator 10 times. Upon interrogation, the pacemaker was in backup vvi. Several download attempts failed to restore the device, and communication with the device was lost. The device would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.